Event description:
It was reported that prior to the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), this device was unable to be interrogated. Several different telemetry wands and programmers were used, but the issue persisted. The physician exchanged the crt-d to resolve the event and no additional adverse patient effects were reported. This crt-d is expected to be returned for analysis.